Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that it was impossible to activate the stimulation because the handset said "invalid cable: test stimulation cable cannot be used for this workflow". The percutaneous extension cable was correctly connected to the ens but was considered a "test stimulation cable", so it was impossible to activate the stimulation program. The ens was disconnected, cleaned up, and dried, but the problem remained. An attempt was made with two other enss and three other handsets, but the problem remained the same. The rep stated they waited several hours hoping the connection would well dry but after 5 hours, the problem still was the same. The patient lived very far away from the hospital, so the surgeon decided to re-operate on the patient. First, the extension to the lead was disconnected, then cleaned, dried, and screwed in again. The problem was not resolved, so the extension cable was replaced, and the problem was resolved.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3560030 (lot: va35y63); product type: 0191-extension; implant date (B)(6) 2026 ; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3560030 lot# va35y63 implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type extension h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.